Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that the ins battery was removed a year or two or three years ago since the ins wasn't helping them and they didn't like the idea of the ins battery dying and having to keep the ins charged all the time or being in their body. Pt said that they still had the lead implanted since the hcp who removed the ins battery wasn't allowed to remove the ins lead or something. Pt was calling for MRI compatibility. Pt said that they were having a neck issue and so they wanted a MRI done to have their neck looked at further. Agent reviewed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.